Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Foreign material was adhered at the distal end. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was determined likely that reprocessing was not conducted properly due to leakage from biopsy channel. However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: bf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited distal end had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device was returned and the evaluation found that the distal end had foreign objects due to insufficient reprocessing. No malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.